Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 308 mg/dl. Treated with manual injection in hospital. The blood glucose reading at the time of the event was 508 mg/dl. The paramedics were called and she was transported to hospital. Customer stated that she experienced low and high blood glucose. Customer also suffers from stomach issues which limits the amount of food she eats, this may contribute to the high blood glucose. Customer also went low to 35 mg/dl. Nothing further reported.